Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. It was further reported that the issue was found at the cuff check before use and that the device was not used. No additional pt/event details have been provided to date. Should additional info become available, a follow-up report will be submitted.

Event description:
It was reported that "the user found it difficult to inflate the cuff. It seems that the ID of the valve was too small to insert tip of a syringe."